Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, (B)(6) 2024, (B)(6) 2024 and (B)(6) 2024, the patient faced that the infusion set cannula was bent within 3 or more hours after insertion for 1.5 days at upper buttocks, which cause the patient's blood glucose from 290 to 300 mg/dl, correction injection via mdi. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-06915 - device 9 of 12.